Manufacturer narrative:
The analysis has been completed. Please find below the conclusions: - the five observed resets occurred on (B)(6) 2024. - those resets are due to a crosstalk which occurred between devices being in a too close vicinity of each other at the time of interrogation (leading to data inconsistencies). - the subject device has not been re-initialized and a re-initialization is needed. - based on the available data, no issue is suspected on the subject device.

Event description:
On (B)(6) 2024, during the preparation of the pacemaker replacement, when alizea dr sn : (B)(6) was interrogated for settings programming, the message "initialization is required due to standby mode" appeared even though the product was not in use. This product was not implanted, and other units were used.

Event description:
On (B)(6) 2024, during the preparation of the pacemaker replacement, when alizea dr (sn : (B)(6) ) was interrogated for settings programming, the message "initialization is required due to standby mode" appeared even though the product was not in use. This product was not implanted, and other units were used.